Manufacturer narrative:
The investigation of embolism has been completed. No visual abnormalities were noted on pump or purge cassette. Data logs were also reviewed, and purge pressure and purge flow were within a normal range at beginning of lt logs before purge cassette change was attempted. The root cause of the embolism cannot be determined as limited clinical information was provided and no issues with return pump was noted. H6 component code added e4 should have been left blank on manufacturer device report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: section: potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Event description:
The user facility reported a 51-year-old female was pre-operatively implanted with an impella cp device for mechanical circulatory support. It was reported that air was discovered in the left ventricle (lv) following start-up of the implanted impella cp pump. It was stated that proper priming and air removal was performed during setup and a cause for the air in the lv was unknown. The condition was monitored in the intensive care unit with no known intervention documented. The patient was reported stable.